Event description:
On 02-jan-2008, stryker biotech received a report of wound drainage and wound dehiscence from the spouse of a 64-year-old male who received an op-1 containing product as part of a c1-c2 fusion following a car accident. The pt's spouse reported that her husband developed a slight opening at the base of his incision approx two weeks after implantation. In late 2007, she noticed a large amount of drainage from the opening which included what appeared to be small white balls. No testing of the fluid for microorganisms was reported. Treatment included washing with 50% peroxide and 50% saline followed by clean dressings. No concomitant illnesses or medications were reported. The events were ongoing at the time of the initial report. Additional info to identify the product(s) used was requested. Additional info was received 21-aug-2008; the treating physician subsequently provided confirmation of the products used on 03-sep-2008. The pt, who was diabetic and suffered from hypertension, received op-1 putty mixed with calstrux in 2007 as part of a c1-c2 fusion to treat a c1 burst fracture following a car accident. On the following month, the wound nurse noted serious drainage with 'small white granules/crystals' coming through the incision. The physician reported that the drainage resolved by early 2008. A CT scan was performed and showed a large seroma with what appeared to be graft material and calstrux pushed dorsally towards to the site of a fistula. The physician reported that the granules looked like calstrux. The physician reported that the events were serous, as the instrumentation broke at the left c2 site which led to a non union, which was confirmed clinically and radiographically. The physician feels the non union may have been caused by the seroma pushing the op-1 putty and calstrux away from the fusion bed. No further info is expected.